Manufacturer narrative:
Investigation summary: reviewing attached x-ray, the complaint description can be confirmed that the pfna at the proximal part is broken off. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 473.073s, lot: 8270669, manufacturing site: (B)(4), release to warehouse date: jan. 29, 2013, expiry date: jan. 01, 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date the patient underwent for reoperation with broken nail. It was noted that the patient underwent for orif surgery for femoral subtrochanteric fractures by using the pena implant on (B)(6) 2015. On (B)(6) 2020, the surgeon informed that the nail has been broken. The nail system was removed and implanted a plate system on (B)(6) 2020. It was unknown if the reoperation completed successfully. The patient outcome was unknown. Concomitant device reported: unk - screw: (part # unknown; lot # unknown; quantity: unknown), unk - end caps: pfna (part # unknown; lot # unknown; quantity: unknown), unk - nail head elements: pfna blade (part # unknown; lot # unknown; quantity: unknown). This complaint involves one (1) device. This report is for (1) pfna-ii ø9 long le 130° l280 tan. This is report 1 of 1 for (B)(4).